Event description:
The reporter stated that rptr did back to back blood glucose tests, one after the other, using different finger sticks. The results were 131 and 169 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of control solution. No harm was alleged.